Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during a diagnostic cardiac left heart catheterization procedure was performed when the issue happened. The procedure was ultimately completed using the hand switch, resulting in a 50-minute delay. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found the wired foot switch was defective due to which the fluoroscopy stopped unexpectedly. To resolve the issue the fse replaced foot switch. After replacing the wired foot switch, the system was restored to normal working order. The codes were updated based on the investigation outcome.